Event description:
The customer contact reported during preventive maintenance testing at the user facility, it was noted that the device did not pass the proximal occlusion test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.